Event description:
The catheter tip placed in the right atrium opening migrated to the right jugular vein about 2 weeks after placement. It was removed and the cuff appeared to become smaller. The patient is female and the insertion was through right subclavian vein. The actual sample was discarded.